Event description:
It was reported that the image was not focused while using the camera head. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the reported malfunction was due to a faulty switchboard. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was not focused while using the camera head. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.